Event description:
The customer reported that they had a pt who (b) (96) inside the canopy in the neuro rehab wing of the hospital. The pt became agitated and on multiple occasions the pt attempted to open the zippers and/or move the posey enclosure. There were three attempts reported. The pt attempted to open the side curtain by inserting a finger under the inside zipper end flap and spreading the zipper to gain access to the key-ring attachment and pull tab. He removed the key ring and straightened it and attempted to use the straightened key ring to cut the posey panel. The second attempt made by the pt when he tried to open the side curtain by inserting a finger under the zipper end which resulted in the zipper pull tab being separated from the zipper pull. The third attempt was that the pt stood up in the bed and was rocking the posey bed enclosure. This caused the IV holder brackets to loosen from the bed and the washers on the IV holder brackets became bent. They reported that the bed enclosure was no longer firmly attached to the facility bed. There was no pt injury or actual escape from the canopy. It was noted by the reporter that the quick connect tabs were engaged and all window were zipped up properly and remained closed. The facility reviewed the appropriateness of the posey enclosure with this pt with the nurse manager and recommended that a sitter be present at all times. The posey enclosure was removed and swapped for another enclosure to be returned to posey for repairs.

Manufacturer narrative:
(B) (4) zipper pull tab broken. Results: eval of the returned product shows that the backside window zipper pull tab is broken. Panel side b right leg the elastic is broken. The washers returned with the canopy had evidence of being bent. There was no other damage to the canopy material. (B) (4).